Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The customer addressed their elevated bg level with a bolus via the pump and continued to use the pump for insulin therapy.